Event description:
Event description cpi received information that this bipolar porous lead had dislodged, causing the patient to present with atrial no capture. They attempted to place a sweet tip bipolar lead, the helix tip became damaged due to difficulty in placing the lead. This lead was removed.